Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes was found deformed. The following information was provided by the initial reporter. The customer stated: ¿the customer reported that the cap was deformed. A photo is attached in "attached files."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes was found deformed. The following information was provided by the initial reporter. The customer stated: ¿the customer reported that the cap was deformed. A photo is attached in "attached files.".

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for deformed hemogard shield was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of deformed hemogard shield was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode deformed hemogard. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.